Event description:
On 03 apr 2026, orthofix was made aware of the following event utilizing the seaspine admiral acp system. Per the reporter, the tip of the screwdriver sheared off and became stuck in the screw. The fractured tip remained in the screw and could not be removed. They could only partially slide the locking cover over the screws. The patient was reported to be uninjured.

Manufacturer narrative:
H3: instrument has been returned, but outcome of the investigation is still pending. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.